Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: branch vessel occlusion or obstruction. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent endovascular treatment for an aortic dissection using the gore® tag® conformable thoracic stent graft with active control system (ctag). Due to the patient's deteriorating renal function, contrast agents were not used, and ivus (intravascular ultrasound) was employed instead. After the placement of the ctags, an ultrasound and cone-beam CT confirmed that the celiac artery was unintentionally occluded by the ctag. Blood flow to the superior mesenteric artery was confirmed. No treatment was performed for the occlusion. The patient tolerated the procedure. The physician stated as follows: due to the patient's poor renal function, contrast agents could not be used, so ivus had to be used to identify the branches. Ivus could not visualize all four abdominal branches, and the direction of their origins was unclear. Therefore, the vertebral body was used for assessment, but it could not be accurately confirmed.